Event description:
I purchased a product from (B)(6) called a fasciablaster. I used it per her protocol. When I ordered there was never mention of not using it if one has varicose veins. It is a self massaging tool which she has promoted to get rid of cellulite and aging symptoms. When I first used it, it did help some rotator cuff problems I had however, I immediately gained weight, I felt lethargic and depressed and ill. I did not relate these symptoms to the fasciablaster. It improved my rotator cuffs so I ordered a smaller version which I felt would then help more. Basically one heats up, oils up and blasts their body. Bruising is encouraged and considered 'normal'. Some of her customers look like they've been horse kicked. Black and blue all over. Her videos state to go deep into your tissues on a scale of 1 - 10 as a 7. Her facebook page is highly monitored and anyone who posts they have issues or raises questions is blocked. The small blaster made my rotator cuffs worse and both my wrists hurt. I used the large one and fortunately was able to get back to being improved. I also did my legs. It increased my varicose veins and spider veins to double what I had. In (B)(6), after I purchased, she then changed all her protocol, to not use this so hard and if you have varicose veins it may cause issues, it will possibly increase weight gain etc. Many have been damaged by this product as it releases hormones and toxins. One woman said she was having fainting spells on the main facebook page. The answer? Just keep blasting.! This woman has brought out a product without any research. It does have some validity for pain related to tight muscles, bound fascia etc. People are blasting their kids, their dogs. It's pretty scary. Believing in this product only to use it for a year or so and then have huge issues. Many have experienced droopy skin, crepey arms (made mine worse) and interrupted menstrual cycles or heavy cycles. Her advertising is false. She herself is now heavy and out of shape and displaying a lot of symptoms of women who trusted this device and were harmed by it. Hope someone starts looking at this. Incident location: home/apartment/condominium - (B)(6). This is a long plastic stick about 18 inches for four pronged feet. One heats up in a shower or sauna, uses oil and rubs the stick up and down their body, including legs, back, stomach, arms. The theory is our fascia is tight and relaxing it relieves everything. It is posted as a cure all. Manufacturer website url:(B)(4). Purchase date: (B)(6) 2017 this date is an estimate. Document number: (B)(4). Report number: (B)(4).